Event description:
My first surgery was in 2003, when they put a st. Jude's epic pig valve with the model number of el-23a-ide. Three days later, they removed the staples to drain out my chest. Five days later, they had to re-open me because I was still retaining fluid. At this time, they inserted an additional drain tube. I remained in the hospital for approximately a week. In less than a week at home, I gained 44 pounds of fluid and went back in the hosp to have more fluid drained. I experienced major shortness of breath and continued to retain fluid in my left lung. In late 2003, after the valve replacement, I developed a heart murmur and leak from my aortic valve. I was continuously in and out of the hosp throughout 2004 to 2007. The ecu dr I have seen has admitted he should have changed the valve. Recently, I have been seeing a dr who found that the valve never worked correctly. Dates of use: 2003 - 2007, diagnosis or reason for use: #1. Valve replacement, #2. Hepatitis c